Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found that the bottom case and the battery door were cracked. During a review of the event history log, a "depleted battery" error was found several times. The functional testing found the depleted battery error during the power up process. The root cause was found to be normal wear of the battery pack. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the pump needs a new battery. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.